Event description:
The customer reported that the system left monitor would not display. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The monitor power supply needs to be replaced. The customer cancelled the service call.